Event description:
It was reported that during the implant attempt the atrial lead dislodged. It was also reported that the physician felt that the patient atrial cardiac tissue was non-viable, and decided not to implant the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.